Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion and was alerted by an alarm 2 followed by alarm 26. The site was reported to be abdomen and was rotated regularly. It was also reported that when patient inserted on the lower back, the infusion sets fell out. Patient reported that when they gave a bolus no insulin came out the tubing. The patient changed soft cannula infusion set only and resumed insulin. No further information available.